Manufacturer narrative:
Investigation summary: received x-ray identified item not at fault. It did not contribute to locking screw breakage. Thus, concomitant item.

Event description:
It was reported that patient had a gamma nail implanted 2 years ago in their left leg. Patient stated that after 6 months, their surgical site was less than 20% healed and that the gamma screw had separated and the pin at the bottom broke. Not revised, started causing pain approximately 2 to 3 months ago and patient wants to know if any of the devices were recalled. Patient additionally reported that she kept falling and having trouble with it. Felt like it was coming out the side of her thigh. Has a funny gait, does not walk right. For a while it was not hurting. Staring a month ago, it started to burn again.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that patient had a gamma nail implanted 2 years ago in their left leg. Patient stated that after 6 months, their surgical site was less than 20% healed and that the gamma screw had separated and the pin at the bottom broke. Not revised, started causing pain approximately 2 to 3 months ago and patient wants to know if any of the devices were recalled. Patient additionally reported that she kept falling and having trouble with it. Felt like it was coming out the side of her thigh. Has a funny gait, does not walk right. For a while it was not hurting. Staring a month ago, it started to burn again.